Manufacturer narrative:
The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition except for two blood clots found proximal, but adjacent to the resheathing tool with sheath damage at the clot adjacent to the tool. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was returned unsheathed and knotted. The knotted coil was detangled. After detangling, it was found that the first secondary coiling off the ball tip has been angled away from the remaining secondary coils. This can point toward distal interference or binding action, however due to post-procedural cleaning, handling, and packaging with the coil exposed, the circumstances of how and when this damaged occurred cannot be exactly determined. The remainder of the coil is undamaged. Socket ring junction is off center, but still outside the outer sheath. Blood clots found inside the introducer sheath adjacent, but proximal to the resheathing tool. The clot adjacent to the resheathing tool has been damaged by the tool which opened up the skive. This could have produced interference and allowed the core wire to protrude through the sheath. The locking mechanism has compression and stretching damage. Using an in-house 10 series microcoil system compatible microcatheter, the returned coil was introduced multiple times into the microcatheter with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter with no problems encountered. The coil moved freely at all times. No manufacturing defects were found. The complaint of the coil unable to be advanced through the unidentified microcatheter is confirmed. While the exact root cause cannot be exactly determined, this is due to the evidence as received which suggests the possibility that two contributing factors that may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have produced the coil damage at the distal section caused the coils advancement difficulty inside the unidentified microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3, "caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. The secondary, but equally important contributing factor to the coils advancement difficulty inside the unknown microcatheter may have been due to distal interference. While the exact source of this interference is unknown, it is highly likely that the possibility of blood clots may have contributed to the coils advancement difficulty. While the microcoil systems was returned cleaned, a solid clot that resisted cleaning was found adjacent, but proximal to the resheathing tool still remained. It is at this location that severe mechanical sheath damage was found. This damage appears to have stopped the resheathing tool as it was lodged into this location. This damage, the lodged resheathing tool, and clot may have produced a combined cascading action causing a severe resistance during coil advancement. The evidence also suggests that the damage to the distal section of the secondary coil winding which angled this section away from the remaining secondary coiling may have been produced by distal interference. It was stated in the complaint event that a continuous flush was maintained, however that does not explain the solid blood clots found inside the introducer sheath. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. It was stated that the coil was withdrawn with the concomitant products which may have including the unidentified microcatheter (no clarification reported). With no further clarification (it was not stated that the coil was ¿stuck¿ inside the microcatheter) or even if the unknown microcatheter was withdrawn with the coil, therefore the circumstances that led to the possible removal of the microcatheter with the coil cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The damages found during analysis on the device may have occurred during shipping, because it was noted that the device was not damaged after the event. Based on the information and the analysis, the event was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that during coil embolization at the anterior communicating artery, the deltaplush coil ((B)(4)) could not be advanced through the microcatheter (details unknown.) The physician withdrew the coil with the concomitant products and used a new coil to complete the procedure. There was no report on the patient injury. At the time of initial contact the product was available for return. There was no significant delay to the procedure as a result of the issue. The devices did not kink or bend at any time prior to the resistance/friction. There was no reported damage on any part of the device when it was removed from the patient. An adequate continuous flush was maintained through the catheter. A deltaplush coil (details unknown) was advanced through the same microcatheter after the issue.